Manufacturer narrative:
This type of occurrence will continue to be trended and appropriate actions taken as they are deemed necessary. Gore has elected to provide a design enhancement. The lot serial number was not provided, therefore a review of the mfg records could not be performed.

Event description:
In (B)(6) 2001, this pt was implanted with gore tag thoracic endoprostheses. It was reported in (B)(6) 2011 that the physician suspected that the longitudinal nitinol spine had become detached from the device. The pt is experiencing no clinical symptoms.